Event description:
It was reported that the 7900 system monitor would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor wiring was repaired during the service call.